Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and the low voltage power supply was replaced. The replacement resolved the issue reported; therefore, the complaint was confirmed. After that, the console was working as intended. Based on review of all information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an endoscopic ureteroscopy and insertion of stent procedure, when the fiber was inserted into the console, it switched off. It was tried to use another fiber and also tried another fiber from a different lot number, but the console shut down in both attempts. The patient was under general anesthesia but there were no patient complications reported. The procedure was cancelled. Additionally, it was informed that the fibers used during the procedure were not bsc product. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during an endoscopic ureteroscopy and insertion of stent procedure, when the fiber was inserted into the console, it switched off. It was tried to use another fiber and also tried another fiber from a different lot number, but the console shut down in both attempts. The patient was under general anesthesia but there were no patient complications reported. The procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and the low voltage power supply was replaced. The replacement resolved the issue reported; therefore, the complaint was confirmed. After that, the console was working as intended. Based on review of all information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an endoscopic ureteroscopy and insertion of stent procedure, when the fiber was inserted into the console, it switched off. It was tried to use another fiber and also tried another fiber from a different lot number, but the console shut down in both attempts. The patient was under general anesthesia but there were no patient complications reported. The procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.